Event description:
It was reported that a patient¿s adaptivestim (as) just stopped working. It was noted that the patient¿s therapy had been working fine for ¿about a year¿. It was stated that a manufacturer¿s representative reloaded settings in but now he did not get a position indication on the patient programmer. It was stated that the ¿a¿ symbol was next to the group. It was stated that as was on but it was noted that the symbol on the implantable neurostimulator (ins) with the line through it meant as was on. It was stated that the manufacturer¿s representative turned as on and it started working. It was noted that the issue was resolved on the call.

Manufacturer narrative:
Concomitant products: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).